Manufacturer narrative:
Internal report reference number: (B)(4). Meter was returned - reported defect not reproduced on returned meter. Test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strip lot tested within specifications. Most likely underlying root cause: mlc-055: user had an inaccurate reference: competitor¿s meter: the end user is comparing results obtained from trividia¿s bgm system to the results from a competitor¿s bgm system. Note: manufacturer made several attempts to contact customer to ensure the initial concern has been resolved- unable to establish contact with customer.

Event description:
Consumer reported complaint for low blood glucose test results. The customer is concerned with test results from results obtained of 77, 76 and 48 mg/dl. Customer stated the results were lower when compared to her previous meter. Customer just started using the meter on (B)(6) 2025. The customer¿s expected am fasting blood glucose test result range is 80-120 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call, a back-to-back blood test was not performed by the customer. The product is not stored according to specification (bathroom). The test strip lot manufacturer¿s expiration date is 09/30/2026 and open vial date was not provided. The customer did not have another vial of test strips that had been stored and handled correctly. The meter memory was reviewed for previous test result history: result 1: 113 mg/dl , date: on (B)(6) 2023 time: 11:39 fasting am, result 2: 139 mg/dl , date: on (B)(6) 2023 time: 11:15pm fasting am , result 3: 128 mg/dl, date: on (B)(6) 2023 time: 6:15pm non-fasting pm , result 4: 77 mg/dl , date: on (B)(6) 2023 time: 11:14amfasting am , result 5: 76 mg/dl , date: on (B)(6) 2023 time: 11:55am fasting am , result 6: 48 mg/dl , date: on (B)(6) 2025 time: 7:36am fasting am.